Manufacturer narrative:
In regards to this event, two eva cartridges were returned for investigation. Investigation of the returned products revealed no anomalies. Also no problems occurred during testing. Therefore the event cannot be attributed to the returned cartridges. Possibly, the reported event is attributable to the pump module subject to the event. Please be informed that the pump module is currently being investigated under (B)(4) / nca reference number 1222074-2021-00048. The current complaint is considered a duplicate of (B)(4) but this was not previously identified as different products were referenced. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It has been reported that during procedure the machine gave an error message. The user was unable to solve the error and it was decided to abort the surgery. It is yet unknown if general anesthetic was administered. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. It is unknown if the product will be returned at this point.

Event description:
It has been reported that during procedure the machine gave an error message. The user was unable to solve the error and it was decided to abort the surgery. It is yet unknown if general anesthetic was administered. No patient harm occurred.